Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced numbness in her legs a couple of days after being implanted with an scs system. As a result, the patient's scs system was explanted.

Event description:
Follow-up revealed the patient is doing well and undergoing rehabilitation.